Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not completely inflating for the past several months. A surgical procedure was done to explant the ipp, at which time the physician found that the reservoir had a hole and slight fold in the same location on the component that resulted in fluid loss. A new ipp was implanted. No patient complications were reported.